Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the insulin pump battery went dead and the insulin pump did not get an alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer stated the insulin pump went black. Customer declined troubleshooting for low battery and blank display. The insulin pump will not be returned for analysis.